Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the device closed and had to be manually forced open. There was no tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.